Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(4). Calibration and qc were acceptable on the day of the event. The sample was received for investigation on 17-jul-2024. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 1 patient serum/plasma sample tested with elecsys cmv igg assay on a cobas e801 immunoassay analyzer when compared to a non-roche platform (vidas). The sample was tested twice on the same e801 analyzer. Initial result: <0.150 u/ml and interpreted as negative (non-reactive). 1st repeat result: <0.150 u/ml and interpreted as negative. The same sample was then repeated on vidas. 2nd repeat result: 9 ua/ml and interpreted as positive. The physician questioned the results.

Manufacturer narrative:
During the investigation, the received sample was tested, and the following results were obtained: elecsys cmv igm: 0.148 coi and interpreted as non-reactive. Elecsys cmv igg: 0.15 u/ml (accompanied by a data flag) and interpreted as non-reactive. Recomline cmv igg: negative. Recomline cmv igm: negative. The results obtained at the customer's site were confirmed. The sample was detected to be non-reactive in the elecsys cmv igm and igg assays. The non-reactive cmv igg result was also confirmed by another method. The investigation did not identify a product problem.